Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced inadequate and non-targeted stimulation due to the spinal cord stimulator (scs) paddle lead had migrated. The lead migration was confirmed thru imaging. The patient underwent a scs lead repositioning and was doing well postoperatively. The device remains implanted and in service.